Event description:
It was reported that the customer was hospitalized for dka. In addition, the customer had several alarms prior to their admission. The customer did not change the set or clean the lead screw after the alarms. Explained the alarms and troubleshooting. Advised the customer to call the help line for further assistance. A replace pump was sent.